Event description:
It was reported the device was used during a esophagus procedure. It was reported by the affiliate that the staple line was incomplete. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: gm4066; cartridge position: loaded; drivers present in cartridge, present/5 on left 4; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: nicked; staples present: formed/unformed, in down drivers and swing tab position: locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, it appears as if an attempt was made to fire the instrument across a hard object such as a clip. The instrument was rec'd with the knife nicked. Additionally, the cartridge was rec'd with gouges across the top of the cartridge indicating the hard object prevented the instrument from firing a full stroke. The swing tab (lockout) was reset on the cartridge. The instrument was then fired with the returned cartridge. Despite the damage to the instrument and cartridge, it fired and formed the remaining staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident.